Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07341. Related manufacturer reference number: 1627487-2019-07343. Related manufacturer reference number: 1627487-2019-07345. It was reported the patient had high impedances. Surgical intervention may be pending at a later date to address the issue. The patient currently has effective stimulation with 3 of the 4 leads. All of the patient's leads are being reported as it is unknown which leads have high impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07341; related manufacturer reference number: 1627487-2019-07343; related manufacturer reference number: 1627487-2019-07345. It was reported during follow up the patient underwent surgical intervention on (B)(6) 2019 during which the patient's l4 leads were disconnected and left implanted. Two new leads were implanted at l5. Surgical intervention addressed the issue.